Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple minimum fill notifications occurred. Reportedly, the cartridge was filled with 140 units of insulin. Insulin was added onto the cartridge resulting in the customer receiving multiple alarms (alarm 0) during the load sequence. Customer's blood glucose level was 93 mg/dl.